Event description:
Received information stating ventilator had stopped cycling while on patient use. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and customer's alleged failure could not be duplicated.